Event description:
The distributor reported that during incoming inspection, debris was noted in the package.

Manufacturer narrative:
(B)(4). In response to an FDA inspection (conducted (B)(4) 2013), carefusion 2200 initiated a CAPA investigation (CAPA (B)(4)). As part of the CAPA, a retrospective review of the complaints for ¿debris¿ and ¿contamination¿ for applicable devices was conducted. It was determined that this report necessitates submission as a medical device report (MDR). Four (4) unopened samples were received for evaluation. The evaluation confirmed that one (1) unit contained debris that was greater than the established 0.8 mm2 tappi standard for debris in the quality plan for this product code. The other three (3) units were confirmed to contain debris but it was smaller in size than the established 0.8 mm2 tappi standard. A review of complaint data identified that this failure mode is not an isolated event. A device history review (DHR) for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. Based on the investigation results, the root cause for the debris greater than the tapi standard was identified as debris transfer during the manufacture of lot l9s159. The manufacturing plant has also initiated a CAPA investigation (B)(4) to address the reported issue. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.